Event description:
This spontaneous case was retrieved from laypress and describes the occurrence of salpingitis ("irritation in the fallopian tubes site"), pelvic pain ("pain, specially when she holding to her daughter") and malaise ("unspecified malaises") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingitis infection, pregnancy and parity 2. In (B)(6) 2016, the patient had essure inserted. Five days later, the patient experienced pelvic pain (seriousness criterion medically significant) and malaise (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced impaired healing ("it was not healing well"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps when had the clutch pedal fully depressed") and pelvic discomfort ("tension when had the clutch pedal fully depressed"). The patient was treated with ibuprofen (neobrufen), paracetamol (acetaminophen) and will be treated with surgery (she is expect to be submitted to a procedure through laparoscopy in (B)(6) 2017). Essure treatment was not changed. At the time of the report, the salpingitis, impaired healing, abdominal pain lower and pelvic discomfort outcome was unknown and the pelvic pain and malaise had not resolved. The reporter considered abdominal pain lower, impaired healing, malaise, pelvic discomfort, pelvic pain and salpingitis to be related to essure. The reporter commented on unspecified date, in 2017, an echography was performed which revealed that the fallopian tubes must be removed. She is waiting for the procedure through laparoscopy, she would expect to be submitted to the procedure in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2016: no abnormal findings. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: salpingitis. The analysis in the global safety database revealed 61 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after a company internal review the date of the similar incident listing retrieval was amended. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.